Event description:
Information received by medtronic that the insulin pump had under delivery. The customer¿s blood glucose value was 400 mg/dl. Customer¿s blood glucose level at the time of call was 374 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pen. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because pump does not deliver insulin. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.